Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken instruments reported to me by (B)(6) orthotechnician. Not linked to an operative case or patient. Trial insert damaged o ring and trial has gouged surface top and bottom. Fb tibial impactor broken in two pieces femoral impactor has two crack lines and is at high risk of breaking with further use.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.